Event description:
It was reported that contamination occurred. A 2.5mm x 8mm quantum maverick balloon catheter was selected for use in a percutaneous transluminal coronary angioplasty. However, during unpacking of the device, it was found that the balloon was not sealed and the sterility of the inner pouch was compromised. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that contamination occurred. A 2.5mm x 8mm quantum maverick balloon catheter was selected for use in a percutaneous transluminal coronary angioplasty. However, during unpacking of the device, it was found that the balloon was not sealed and the sterility of the inner pouch was compromised. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the quantum maverick balloon catheter in an opened shelf box, inside a product pouch. The packaging was visually examined. The shelf box was opened with the product pouch inside with the instructions for use. The product pouch was removed from the shelf box and the product pouch was unsealed with the quantum maverick device inside pouch. The pouch was inspected and found to have not been sealed during manufacturing.